Event description:
It was reported that restorations placed using smartcem2, debonded in several cases. Endodontic therapy was performed in some cases as a result. Neither specific information on each event nor the number of specific cases is available.

Manufacturer narrative:
Because a serious injury occurred, this event meets the criteria for reportability.